Manufacturer narrative:
The body of the used device was returned with the lens inside the carton. The plunger was not returned. Some of the packaging components were also returned. The lens stop and plunger lock were removed. Viscoelastic was observed in the device. The lens was partially advanced into the nozzle entry area. The trailing haptic was misfolded under the optic inside the loading area. The leading haptic was folded, located in the nozzle entry area. The lens was not broken. The position of the misfolded trailing haptic underneath the optic would indicate that a previous plunger underride had occurred beginning in the loading area of the device. No damage was observed to the body of the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. The reported broken lens damage was not observed. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. There was no problem found with the lens. The lens was removed from the used device and evaluated. The reported ¿broken lens¿ damage was not observed. Neither the haptics nor the optic were broken. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The plunger was retracted out of the device and not returned. Based on the location and position of the observed misfolded trailing haptic, a previous plunger underride would have occurred in the loading area. The plunger may have been advanced faster than the recommended rate. The IFU instructs: take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Plunger underride may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, broken lens was noticed during loading, with no patient contact. The procedure was completed on the same day by implanting the another lens.